Event description:
Reporter alleged being unable to test the customer with the aviva system due to an error message that occurred after the blood glucose test strip was dosed with blood. Reporter stated the customer was experiencing hypoglycemic symptoms during the time the system was not available for use therefore he treated the customer with food. No other actions were reported taken or treatment received. A request was made for the return of the suspect product and replacement product was sent.